Event description:
It was reported that the device exhibited a no disposable alarm. They then noticed that the medication had leaked as the reservoir was wet. The disposables were disconnected. Event occurred while in use with patient and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the disposable cassette causing fluid ingression; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.